Manufacturer narrative:
D9: product received date 2/6/2025. H3: one device was returned for repair with complaint that device exhibited a red screen with error 45639. Service history review identified the complaint was not related to a previous service of the device within the review period. Log events were reviewed and there are no errors related to the complaint. Complaint was confirmed during pump power up test, error 45639 was displayed. Motor and printed wire assembly (pwa) mainboard were replaced with a new motor and a new pwa mainboard. The performance verification test was performed and all tests passed with specifications post repair.

Event description:
It was reported that the device exhibited a red screen with error 45639. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.